Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system. The implant protruded out from the tip 6mm and was deployed during lab analysis. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (tricuts bent/flared/abrasions), sheath damage (abrasions) that was also flattened for a length of 31cm, sheath kinks (included buckling), and anchor damage (anchors out of plane). Inspection of the rest of the device found no other damage.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The device was once deployed inside the patient and the delivery outer sheath was kinked. The physician recaptured the device and removed from the patient. Another wds was attempted to be used, but there was a pinhole noted on the delivery system. The procedure was then cancelled. No serious injury occurred.